Manufacturer narrative:
Additional information was received on (B)(4) 2013 including the item and lot numbers of the product. All information regarding the item including item name, manufacture date and expiration date, and 510k # have been provided in the is follow-up report.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Initial reporter - unknown. Manufacture date - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is 3 of 4 medwatch reports submitted for the same event. (Please see 3002806535-2013-00120 / 0123)

Event description:
It was reported by patient's legal representative that patient underwent a left total hip replacement on (B)(6) 2007. Revision procedure was performed on (B)(6) 2012, allegedly due to increased metal ion levels. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.